Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard tibial bearing, catalog # 183562, lot # unknown; biomet cc I-beam tray 71mm, catalog # 141225, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-06880.

Event description:
It was reported a patient underwent right primary total knee arthroplasty and later the patient underwent manipulation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.